Event description:
It was reported that the health care professional called to inquire how to best program the right ventricular (rv) lead around t-wave oversensing (twos) post ventricular sensing. The lead remains in use. No patient complications have been reported as a result of this event.